Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and informed the caller that device replacement should be performed. The caller stated the device remains implanted at this time and the system may be upgraded in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an ablation which was located near the coronary sinus (cs) where one of the patient's leads is placed. The physician came too close to this lead with electrocautery and following this, the programmer displayed a code and the device began high rate pacing. Efforts to interrogate the device were unsuccessful and magnet application was used to stop the pacing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device exhibited premature battery depletion and the device was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities and all seal plugs were intact. There were no signs of electrocautery on the device case. A review of the device memory noted an internal corruption had occurred. The memory corruption was most likely caused by the use of electrocautery and resulted in the issues observed clinically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.